Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements above 125 ohms. Technical services (ts) reviewed the shock impedance trend and noted a gradual increase with calcification. Ts was consulted and recommended programming enhancements with continued monitoring. No adverse patient effects were reported. This lead remains in service at this time.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.